Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(4). During the removal of the drainage, the catheter resulted to be cut longitudinally with inclusion into the spinal channel of about 7-10cm of the catheter. Repository number: (B)(4). Per affiliate: did the reported event cause any delays in the procedure or surgery over 30 minutes? The reported event did cause a delay in the procedure , because the patient had to undergo a CT scan to check the length of the catheter left inside. Besides this he had to be visited by the neurosurgeon to assess that even if the piece remains inside there are no problems for the patient herself. The delay was over 30 minutes what action was taken to resolve the issue? See above were there any adverse consequences to the patient? No, no adverse consequences for the patient.

Manufacturer narrative:
The device wa returned and evaluated. No lot number information was provided, therefore it was not possible to review manufacturing records. It was clear from the shape of the cut on the returned product that the lumbar catheter was retracted (either with or without the guidewire still populated in the catheter) while the tuohy needle remained in position. This resulted in the sharp heel edge of the needle cutting through the lumbar catheter. The lumbar catheter kit IFU (IFU-lcn-205456001) has the following 2 warnings to help prevent this from occurring in the field: "warnings. To avoid damage to the catheter, care must be taken not to withdraw the catheter from the needle in order to reposition it in the subarachnoid space. If the catheter must be removed, withdraw the needle and catheter simultaneously." "Warning: to minimize the risk of damage to the catheter, take care not to pull back on or withdraw the catheter after insertion ino the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously." Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.